Event description:
During a laparoscopic sigma procedure, the instrument did not fire. After reload same problem. A new instrument was used to complete the case. There were no adverse consequence to the patient.